Manufacturer narrative:
H3 other text : device returned to third party service center for evaluation.

Event description:
During the evaluation of the device at the third-party service center, the device was visually inspected, and corrosion was present in the device. There was no evidence of foam degradation. Including, bottom enclosure damage, damaged in control dial and damaged bottoms on upper enclosure were found inside the device. This report is being submitted for the corrosion found during service. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Lastly, the device was scrapped.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to a third-party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded and with contamination from insect infestation. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.